Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: 30 nov 2017: additional information received. It was reported that there was continued pain and burning. This complaint was updated on dec 7, 2017.

Manufacturer narrative:
Report of formal claim received from kennedys regarding revision of pinnacle mom hip implants. Revision date confirmed, no reason for revision provided. Update: 30 nov 2017: additional information received. It was reported that there was continued pain and burning. This complaint was updated on dec 7, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). (B)(6) 2017.

Event description:
Report of formal claim received regarding revision of pinnacle mom hip implants. Revision date confirmed, no reason for revision provided.